Manufacturer narrative:
The customer advised a medela clinician that she is using larger breast shields with comfort, but "has difficulty emptying her breasts and uses manual expression after pumping." The customer was advised to alternate between stimulation and expression phases of her pump to effect better breast emptying. A medela clinician spoke to the customer on (B)(6) 2013, at which time the customer confirmed that her issues were resolved with the use of the bigger breast shields and a full course of antibiotics received by her doctor. The customer is not returning the pump for eval as she is still using the product. It cannot be definitely concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).

Event description:
The customer reported to customer service that her breasts were not emptying as they normally do, and she developed mastitis.